Event description:
It was reported that the steerable inserter's black knob got stuck. Additionally, while attempting to rotate the implant on the inserter, it rotated initially and then got stuck. This event occurred during device inspection, prior to the planned surgical procedure. The procedure was rescheduled for the following day, and was completed successfully using a pl cage.

Manufacturer narrative:
Method: product inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the reported event could not be confirmed. The returned device was inspected. The draw rod was confirmed to be jammed inside the inserter however, the black knob jamming could not be confirmed. Since the draw rod was stuck inside the inserter, the black knob mechanism could not be tested. The steering tip of the inserter was also disassembled and black knob was removed from instrument to allow for viewing of mechanism. Draw rod was later removed utilizing the surgical technique guide instructions and as the inserter had already been taken apart, confirmation of the failure was still unable to be tested for. Manufacturing records were reviewed and no relevant manufacturing issues were identified. It was determined that the lot was manufactured approximately 5 months ago. Surgical technique states:" instruments must be examined for wear or damage prior to surgery. Thoroughly inspect the inserter tip and inserter shaft for any damage prior to use and do not use if any damage is evident to threads, rotating mechanism, etc." Conclusion: the exact root cause of draw rod jamming could not be determined. Remedial action: stryker has decided to take a field action specifically, stryker executed a correction as there was no product removal required.

Event description:
It was reported that the steerable inserter's black knob got stuck. Additionally, while attempting to rotate the implant on the inserter, it rotated initially and then got stuck. This event occurred during device inspection, prior to the planned surgical procedure. The procedure was rescheduled for the following day, and was completed successfully using a pl cage.

Event description:
It was reported that the steerable inserter's black knob got stuck. Additionally, while attempting to rotate the implant on the inserter, it rotated initially and then got stuck. This event occurred during device inspection, prior to the planned surgical procedure. The procedure was rescheduled for the following day, and was completed successfully using a pl cage.

Manufacturer narrative:
Applicable stryker personnel that are involved in the maintenance or preparation of the tritanium tl inserter have been identified to receive notification of a correction to assure that the instrument is lubricated adequately. The stryker personnel includes stryker representatives that handle and review instrumentation prior to each surgery as well as personnel responsible for preparing loaner sets for distribution to the field.